Manufacturer narrative:
Corrective actions were taken to ensure that passing performance evaluations are obtained prior to release of instruments for customer use.

Event description:
A customer contacted bio-rad technical support for invalid runs with multiple assays and upon investigating technical support obtained information that after a service call on (B)(6) 2015 a bio-rad laboratories field service engineer had released an evolis instrument to the customer with a "performance evaluation (pe)" that did not pass. The pe pipettor precision had not passed. A passing performance evaluation on the evolis is required before release for patient testing. Upon retesting samples run during this period it was determined no incorrect results were reported in regards to this issue.